Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alert data error issue was verified, the unexpected shutdown issue was also verified: however, no failure was identified.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Additionally, it was reported that the pump indicated a data log corruption. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.